Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus performed various troubleshooting steps with adjusting settings and checking cable connections; however, the initial issue has not been resolved. The reporter indicated she would call back for additional troubleshooting. No response to date. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the device is displaying a pink image on the monitor. There was no patient involvement associated to this report. Olympus is pending additional information related to this report.